Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 800cc saline prosthesis, catalog #3502800, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis. Right sided deflation was diagnosed by a physician post procedure. As a result, and explant is planned for (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. In addition to the right sided deflation reported previously, left sided capsular contracture (baker¿s grade unknown) was also noted. During the replacement surgery right sided deflation was confirmed. Bilateral prostheses replacement with mentor smooth round moderate plus profile 800cc saline prostheses was performed. These prostheses was filled to 960ccs. There were no procedural complications. See 1645337-2018-06878 for left sided report. The evaluation on the returned device was completed by the failure analysis lab on 11/15/2018. Device evaluation summary: it was reported that a 43-year-old caucasian female underwent breast augmentation revision with a mentor smooth round moderate plus profile 800cc saline prosthesis. Right sided deflation was diagnosed by a physician post procedure. Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. During visual examination of the device, the mentor product analysis lab observed two rents; rent a was discovered on the anterior view and extended to the posterior view, measuring 2.0 cm, and rent b was discovered on the right edge of the anterior view, measuring approximately 0.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rents occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the reported device. Microscopic examination revealed parallel striations on the edges of the rent a. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Nonetheless, a microscopic examination of the rent b edges was performed, and it did not provide conclusive evidence of what could be the root cause. Furthermore, at this point it is also not possible to determine the origin of the white material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet.